Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 3300tfx aortic valve implanted in the pulmonic position after an implant duration of 5 years, 4 months during valve-in-valve procedure due to severe stenosis and some regurgitation the procedure was aborted. During the procedure the physician evaluated the mpa and branch pas. Due to severe narrowing/stenosis of the mpa and branch pas, physician determined that implanting an s3u would result in the milking back into the rv. Physician aborted the case and referred the patient for surgery. No procedure was performed.

Event description:
It was reported and through investigation that a patient with a 27 mm 3300tfx aortic valve implanted in the pulmonic position after an implant duration of 5 years, 4 months during valve-in-valve procedure due to severe stenosis and some regurgitation. The patient presented with shortness of breath. The procedure was aborted. During the procedure the physician evaluated the mpa and branch pas. Due to severe narrowing/stenosis of the mpa and branch pas, physician determined that implanting an s3u would result in the milking back into the rv. Physician aborted the case and referred the patient for surgery. No procedure was performed.

Manufacturer narrative:
Updated sections: b5, b7, e1 contact, g3, g6, h6 health effect: clinical code.

Manufacturer narrative:
Updated sections: b7, g3, g6, h6 type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including patient age at implant.

Manufacturer narrative:
Updated sections: g3, g6. The most likely root cause is patient factors, including patient age at implant and tetralogy of fallot.